Manufacturer narrative:
H4: the lot was manufactured between february 24-26, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was further described as ¿leaked near the tips to install the tubing and inject into the bag¿. This was observed during and after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: this event has been ongoing since july 2024. Should additional relevant information become available, a supplemental report will be submitted.